Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. The customer requested that the device be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. There was no patient involvement. The device was received by the bench repair service on 01-nov-2019. Upon evaluation of the device by an authorized bench technician, a review of the status log verified that the unit had failed operational testing due to a potentially faulty therapy pca. Upon further inspection, the bench technician verified that the cause for the failure could be traced to a loose connector on the therapy pca where the therapy port connected to the board. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all performance assurance testing. Upon completion of the repair, the device was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted. Following the conclusion of the initial investigation, it was originally reported that this was a malfunction of the therapy pca. Per customer request, a replacement therapy pca was provided to resolve the reported issue. Upon further analysis of the potentially faulty component, it was clarified by the failure analysis lab that there was no faults found. As no fault was found with the equipment, the cause for the originally reported failure could not be determined. The device remains at the customer site and no further investigation is warranted to the resolution of this event.